Event description:
It was reported that the surgeon needed to withdraw the nail after implantation and used a mallet on the device to back out the nail. Allegedly, after several blows a chip fell off the handle.

Manufacturer narrative:
Evaluation summary: damage found at the device returned confirmed the reported event. Referring to the inspection documents no manufacturing faults were found. The target device returned was documented as faultless prior to distribution and as it had been in use for a longer time (since 2009) we presuppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Appearance of damage as well as the statement in the event description reveals that, the damage at the targeter was generated by hammering onto the device with a mallet, which is considered abnormal use. In case of intended use such damage would not have occurred. Thus, a review of any risk file as well as nc/CAPA history review deemed not necessary.

Event description:
It was reported that the surgeon needed to withdraw the nail after implantation and used a mallet on the device to back out the nail. Allegedly, after several blows a chip fell off the handle.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.